Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had issues getting her blood glucose level down. Customer's blood glucose level was 466 mg/dl. Her blood glucose level has been going up and down. The customer treated her high blood glucose level with a bolus using the insulin pump. The device was not returned.